Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to some kind of external force being applied to the relevant part, as the investigation revealed scratches around the area pointed out. The instructions for use (IFU) stated the following pertaining to the suggested phenomenon: "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could not lock securely, grip scratched, paint on air/water-cylinder and suction cylinder peeled, shaft guide corrosion due to water leakage, due to deformation scope connector, water tightness lost, due to deformation of electrical connector guide pin, water tightness lost, due to adhesive peeling on bending section rubber, insulation resistance value at distal end did not meet the standard value, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to peeling of acoustic lens, displayed ultrasound image was defective, acoustic lens damaged, adhesive on bending section rubber discolored, connecting tube buckled, universal cord has buckled/scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera ii ultrasound gastrovideoscope had leaking from the knobs, worn off seals and negative manual testing. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain could enter inside the lens through the gap. In additional, the scope acoustic lens surface was damaged, and the gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.